Event description:
Four weeks after surgery on right thumb, started to have increased pain, drainage, redness in and around the incision. Saw doctor and he stated that the structures did not dissolve correctly, and were coming out through the skin. Thought that I have an allergy to vicryl and he was adding this medical device to my allergy list. The doctor wrote an antibiotic prescription and took the medication for five days. I went back to see the doctor after the five day course of antibiotic medication. Gave me another prescription of antibiotic mediation and told to wait two days and if the infection started again. One day later, call the doctor to tell him that infection and other systems came back and was instructed to take antibiotics for 15 days and followup again at his office. Told to followup with him in about six weeks and told if any systems of an infection appears, contact his office for further instructions.